Event description:
Healthcare professional (hcp) reports pt (pt) access was restricting flow during treatment (tx). Hcp clamped off the arterial blood line to administer ns to relieve build up of pressure in the line due to the above access flow restriction. Hcp reports the dialyzer then began spraying blood out from the arterial header of the ct190g dialyzer. Hcp removed pt from dialysis with an estimated blood loss of 150-200cc. Hcp observed the dialyzer and no clots visible in dialyzer. Hcp reports pt fully recovered with no medical intervention needed. Hcp reports a circular crack noted on top of the arterial header.